Manufacturer narrative:
A service call was performed. The bar code printer was repaired. The 14 lane bay was replaced. Sample were run; the instrument was within specifications and operating as expected.

Event description:
Customer reported the galileo instrument was not able to read barcodes. Sometimes, incorrect information was displayed when the barcodes were read. The instrument was not in routine use at the time of complaint, no results were reported.